Event description:
It was reported that during a percutaneous coronary intervention a stent dislodgement occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous mid right coronary artery. During preparation outside the patient, as the physician was removing the stent protector from the 4.0 x 32mm liberte bare stent delivery system the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).